Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
End user states the unit comes on but the fan does not run so there is no output.